Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 34 events were reported for this quarter. Product return status: 27 devices were received for evaluation. 4 devices were available for evaluation but have not yet been received. 3 devices were not available to stryker for evaluation.    Evaluation status: 15 events were confirmed during testing. 4 devices were found to be affected by corrosion. 11 devices were found to be affected by compromised lubrication. 5 events were not confirmed during testing; however: 4 devices were found to be affected by corrosion. 1 device was found to be affected by damaged bearings. 6 events were not confirmed during testing. 1 device evaluation is in progress. Additional information 34 devices were not labeled for single-use. 34 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 34 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2018-01960 but should be included under this report. - 35 total events were reported for this catalog number/device code combination for the reporting quarter. 4 previously reported events are included in this follow-up record.   Product return status 4 devices were not available for evaluation.   Additional information 35 devices were not labeled for single-use. 35 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device reportedly overheated. 32 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.